Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to diabetes ketoacidosis. The customer was treated with insulin drip. The blood glucose reading at the time of the event was 622 mg/dl. Prior to the event, the customer experienced high blood glucose, nausea, vomiting, fatigue and loose stools. The current blood glucose reading is 78 mg/dl. No further information was provided.